Event description:
The event was reported that the green cable appears to be binding easily, preventing the cutter to transition forward with probes. No pt involvement was reported.

Manufacturer narrative:
(B)(4). Eval summary: the unit was returned to the analysis site due to the green cable appears to be binding easily, preventing the cutter to transition forward with probes. The analysis site confirmed the customer complaint and to correct the customer complaint replaced the encoder because the encoder could not be calibrated causing green cable issues per the customer complaint, the e-clip was replaced due to it was damaged during disassembly, and per the mammotome service manual, service tests were performed with no functional faults found. As part of the standard ees service process, replaced the top frame, positioning spring screw, spade assembly, and rotation knob, replaced the prot shaft, coil pin, spade assembly, and spur gear, removed the seals from the lemo connector, and added heat shrink to the blue and green cables.